Event description:
It was reported that an ilet user experienced hyperglycemia to 319 mg/dl after eating a protein bar and potato chips and not announcing the meal per healthcare provider orders; the user performed a tubing fill with visible drops to confirm flow and was advised to allow the pump to deliver correction doses, after which glucose decreased to 312 mg/dl during the call. Symptoms included hyperglycemia. Outcomes included no health consequences or lasting impact. Investigation included customer troubleshooting to verify infusion line priming and delivery pathway patency. Investigation of this case revealed no device alarms or hardware malfunctions and suggested glycemic excursion associated with unannounced, higher-carbohydrate intake while using automated corrections. It was concluded, based on previously established findings for similar reports, that the cause was user-related factors associated with meal handling without a meal announcement.